Manufacturer narrative:
The following other devices were also listed in this report: tritanium revision acetabular; cat# 509-02-60f; lot# ww318y. Gap plate screws; cat# 2080-0035; lot# 1v7at4. Modular dual mobility insert; cat# 626-00-46f; lot# 55655901. Exeter v40 stem 35.5mm; cat# 0580-1-351; lot# g5717455. V40 fem head orthinox 28-0; cat# 6364-2-128; lot# g5955485. Gap plate screws; cat# 2080-0040; lot# hx1m27. Gap plate screws; cat# 2080-0020; lot# r58wh4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of total right hip replacement for patient.

Manufacturer narrative:
An event regarding revision surgery involving an adm liner was reported. The event was confirmed based on implant sheet for revision surgery. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information and/or the device becomes available this investigation will be re-opened.

Event description:
Revision of total right hip replacement for patient.